Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 89 mg/dl. The husband performed troubleshooting and was able to resolve the no delivery. However the motor error alarm was not addressed and the husband did not have time to troubleshoot. The device will not be returned for analysis.